Event description:
Complainant reports that upon using subject device's attachment which she described as a "pick," "wire," or "floss" brush, it became stuck between her tooth and gum causing her recurring pain and what her dentist described as "irreparable bone damage."